Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was suspected of premature battery depletion. High right atrial (ra) lead output and high voltage therapies may have been contributing factors. A large amount of wireless telemetry was also observed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.